Event description:
This procedure was performed on the sfa. The patient had a previous stent in the sfa. The physician attempted to place a new stent in the vessel. Once the physician deployed the first part of the stent, they realized that the stent was not in the correct place. The physician attempted to re-sheath the protege everflex stent, and then attempted to pull the whole stent and delivery system back as a single unit. The distal end of the deployed protege everflex stent caught on the previous stent and fractured when the force of removal was placed on it. The physician then removed what was left of the fractured undeployed protege everflex stent and delivered a new protege ever flex stent inside of the fractured piece, tacking it up against the vessel wall leading to a satisfactory outcome. The physician was able to post-dilate successfully and no immediate patient harm was experienced.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.